Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿short-term outcomes of double application of a posterior lip augmentation device for recurrent hip dislocation in the elderly¿ by bilal jamal and aslam mohammed, published by european orthopaedic traumatology (2014), vol. 5, pp. 103-106, was reviewed. The purpose of this article is to review the outcomes of the trial depuy posterior lip augmentation device (plad) to prevent dislocations in the frail elderly. The article reviews two patients implanted with charnley thas cemented with unknown cement. Patient 1: (B)(6) female implanted with a plad and 4 screws 7 years after index tha after experiencing pain and joint instability secondary to recurrent dislocations. The cup and stem were well fixed, and all three components were retained. The patient experienced no further dislocations and returned to her normal activity at her assisted living facility. Impacted products: charnley polyethylene cup and femoral head: implant dislocation. Harms: surgical intervention. Symptoms: joint dislocation, pain, joint instability. Patient 2: (B)(6) female patient with advanced dementia implanted with plad and 4 screws 11 years after index tha after experiencing joint instability and pain due to recurrent dislocations. All three tha components were retained. 3 months after plad implantation, the patient presented with acute delirium secondary to a uti unrelated to the surgical procedure. During her stay at the hospital, the patient complained of operative hip pain. Radiographs revealed a severe dislocation that caused dislodged acetabular cup. The cup, head, plad, screws, and stem were revised to unknown components with no further complications. Impacted products: charnley polyethylene cup and head: implant dislocation. Plad and 4 screws: no reported product problem. Charnley stem: no reported product problem. Harms: surgical intervention and medical device removal. Symptoms: joint instability, joint dislocation, pain. There were no reported product problems with the charnley stem, plad, and screws. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device) product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.